Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2020. A manufacturing record evaluation was performed for the finished device lot ljz168, and no non-conformances were identified. Additional h3 investigation summary: unopened samples of product code z1950, lot # ljz168 were received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle break or needle pulled off from suture thread? Needle broke when taken out of packaging. Specific number of devices that failed in this procedure? 2 did all devices fail during actual use on patient in this procedure? Yes. Are broken needles being returned for evaluation? Yes. Additional device captured in mw 2210968-2019-91010.

Event description:
It was reported that the patient underwent abdominal closure on (B)(6) 2019 and suture was used. The needle breakage in attachment area. Needle broke when taken out of packaging. There were no adverse patient consequences reported.